Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room experiencing shocks. The implantable cardiac defibrillator exhibited backup vvi operation. A device restoration was performed successfully. The patient was stable post event and would continue to be monitored.